Manufacturer narrative:
The supplemental report is being submitted to provide additional information and subsequent change of this complaint to not reportable. Additional information was provided on 28jun2021 by the olympus representative on site during the event. The representative was hooking up the device as an evaluation and just needed to adjust a setting. This complaint and the additional information was reviewed by the manufacturer. It was determined this complaint is not reportable. There was no allegation of serious injury. Per the manufacturer's risk documentation this complaint is not a potential adverse event. The change in reportability will be documented by olympus and this complaint will be closed.

Manufacturer narrative:
An olympus representative assisted in troubleshooting of the device. During troubleshooting, the component input was selected from the digital visual interface (dvi) settings and the image appeared. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the high definition lcd monitor was not displaying an image while connected to the ncare system. No patient involvement or impact to patient care was reported for this event.